Event description:
The complaint is reported as: "when performing healing of the arterial catheter installed in the right femoral artery, hemorrhage is observed moderate that cannot be controlled. When checking the catheter, it is noted that it is broken, therefore which is decided to change it." The catheter was replaced. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "when performing healing of the arterial catheter installed in the right femoral artery, hemorrhage is observed moderate that cannot be controlled. When checking the catheter, it is noted that it is broken, therefore which is decided to change it." The catheter was replaced.